Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that, per the caller, the patient had reported their device had not worked for two to three years and the physician refused to take it out. The caller was not with the patient. It was reviewed the manufacturer recommended following the MRI guidelines as long as the system was implanted. There were no patient symptoms or further complications reported at this time.